Event description:
During attempted implant, there was difficulty interrogating the device with the telemetry wand. A new device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Upon receipt, the ICD was interrogated with a programmer. Communication could not be successfully established via inductive telemetry. When interrogating with the programmer, the inductive wand would detect the device and switch to rf. The rf wand would then remain blinking (1 led) and the programmer displayed a message indicating ¿please locate device¿. With the rf wand disconnected, all 5 led of the inductive wand would remain lit when attempting to interrogate. However, interrogation would not complete, and the programmer display status would show up as ¿interrogating¿¿. The device image was then retrieved using the engineering programmer and analyzed. The battery voltage was well above the elective replacement indicator (eri) level. The hardware registers were checked. The interrogation issue was traced to a firmware anomaly.